Event description:
The 100 mg of cardizem in 100 cc set at a rate of 10 cc hr on IV pump. (Ten mg/hr). Nurse in pt's room approx. 1 1/2 hr later and noticed the IV bag empty. IV pump read 85 cc left to infuse.